Event description:
It was reported that the subject device presented an error code e216. The issue was found during setup/inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: nozzle has foreign objects. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is no problem detected and for nozzle has foreign objects is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.